Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was r eported that the pt stated she is getting her ins placed deeper in the pocket because it is too close to the surface since implant on (B)(6) 2021 asked unknown procedure date. The patient was redirected to their healthcare provider to further address the issue.